Manufacturer narrative:
This event occurred at (B)(6) hospital in (B)(6). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that when the power cables of the patient's backup system controller were connected to the patient's new battery clips, the connector nuts could not be properly tightened to the end. Another set of battery clips was tried and the controller could still not be connected. The system controller's connector nut was suspected to be the problem and the device was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the device history records were reviewed for the system controller (serial #: (B)(6)) and the system controller was found to pass all manufacturing and qa specifications. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to store, maintain, care for equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The reported event of difficulty tightening the connector nuts was confirmed. The system controller (serial #: (B)(6)) was returned for analysis and underwent preliminary and functional testing. The system controller was connected to the mock loop and was able to operate for an extended operation as intended. The connector nuts were further investigated. There was no difficulty tightening the connector nuts to the patient cable; however, more force was needed in order to tighten the connector nuts when connecting to the 14v battery clips and mobile power unit (mpu). A manufacturing analysis task was previously opened to investigate the difficulty of connecting the nut. The root cause for the reported event was unable to be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.